Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed left ventricular (lv) lead non-capture followed by lv undersensing. This crt-d system remains in service, and the clinician will follow up with the physician. No adverse patient effects were reported.